Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025 the user¿s caregiver reported that the ilet was disconnected during a hypoglycemia event (bg 48 mg/dl) and the user subsequently experienced hyperglycemia up to 240 mg/dl for approximately 9.5 hours. The user performed a full supply change, insulin delivery resumed, and bg returned to range. No ems or hospitalization was required.